Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2012 the 3.0x18 absorb scaffold was implanted in the mid left anterior descending coronary artery. In 2017 the patient had a myocardial infarction and was re-admitted to the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). Since there were no reported device malfunctions or patient effects, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medical device reports, the following information was received: on (B)(6) 2017, the patient developed sepsis and was given fluid resuscitation, resulting in pulmonary edema and decompensated congestive heart failure, requiring several days of diuretic infusion. The patient did not experience a myocardial infarction, which was previously reported. The physician reported this event was not related to the study device or the implantation procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effect of myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.